Event description:
It was reported that during a pacemaker implant, a programmer problem error code occurred. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis confirmed that the programmer received an error message, which was found to be caused by hard drive corruption. Reloading the software corrected the hard drive error.